Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Our clinical/medical team noted: no clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. However, it was reported that ¿revision surgery was performed due to the fitting angle of the patella insert.¿. The patient impact beyond the reported unspecified patellar angle/alignment and revision could not be assessed. Should relevant patient specific clinical documentation become available, the medical investigation may be re-evaluated at that time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed due to the fitting angle of the patella insert.